Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted general incisional hernia surgical procedure, the force bipolar instrument tip broke during the surgery. The broken pieces were retrieved from the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing ordinary was observed. The surgical task being performed was grasping tissue. The surgeon believes the cause was a weakened instrument. The instrument was in use momentarily. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did fall inside the patient during an instrument tip / accessory collision. The instrument was not removed during the procedure (prior to the breakage. The wrist was not straightened. The fragment was retrieved with a grasper. Visualization was confirmed if reviewing if all fragments were retrieved. No additional surgical procedures were required. No post-operative testes were done. The procedure was robotically completed with no patient injury. No, the patient did not return to the hospital. The fragment retrieved was given to the sterile processing (spd) staff. No media is available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.647" x 0.174" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage which may indicate potential mishandling/misuse. The instrument was found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken due to the broken grip. The wires were exposed where the break occurred. No signs of thermal damage were observed.

Event description:
Refer to h10/h11 for follow-up information.